Manufacturer narrative:
The technician found foreign material build up in the side rail latch and spring. The technician cleaned the side rail latch and spring to repair the bed.

Event description:
Information received indicates the left intermediate side rail will not latch.